Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box revealed a record of loss of prime. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 24 hours with no issues. The force sensor calibration reading was found to be within specification. Investigation did not duplicate a loss of prime and the pump was found to be operating within the required specifications.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the patient primes the pump, but the pump immediately gives a warning that it has lost prime. Customer support confirmed with the reporter there were no alarms, no power loss, no change in force or temperature and the cartridge cap was on tight. No adverse event is being reported because the device does not have an assigned 510(k). This complaint is being reported because the alleged prime issue remained unresolved with troubleshooting.